Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and loss of capture, a chest x-ray showed the lead to be dislodged. The physician went forward with a lead reposition and successfully positioned the lead. The patient was stable following the procedure and will be followed normally.